Event description:
It was reported that the valve was leaking and was explanted.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specs pressure-flow tests performed at pressure levels (pl) 0.5, 1.0 and 2.5. The valve was also within specs for preimplantation testing. The valve did not pass pressure-flow tests performed at pl 1.5. Debris within the valve may interfere with the valve mechanism resulting in low pressure-flow results. The valve did not pass leak testing due to a tear in the delta chamber. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.